Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 299 mg/dl. She retested within a few minutes and rec'd readings of 80 and 76 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Troubleshooting showed the system to be working as designed. The customer was satified, and no product will be returned for evaluation.